Manufacturer narrative:
(B)(4).

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4). The customer returned an opened kit containing various components including an ars and introducer needle for evaluation. Signs of use in the form of biological material were present on the needle. Visual analysis revealed multiple cracks on the needle hub. Microscopic examination confirmed the defect. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The returned introducer needle was connected to the returned ars syringe to functionally test. When the syringe and needle were used to aspirate, air bubbles entered the syringe body. When the syringe and needle were used to expel water, small droplets of water appeared from the cracks in the hub. The ars was also used to aspirate and purge water. No leaks were detected. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed with no relevant findings. The reported complaint cracked needle hub was confirmed by a complaint investigation on the returned sample. The returned introducer needle containing multiple cracks on the hub. A device history record review was performed and no relevant findings were found. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.